Event description:
It was reported that during a da vinci-assisted surgical procedure, there was insufficient coagulation of the tissue when using the fenestrated bipolar forceps. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed evaluation. Failure analysis did not replicate nor confirm the customer reported complaint "insufficient coagulation of the tissue". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The energy delivery test was performed in various orientation of the grip tips. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. Thermal damage between grips is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.